Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken end cap and broken belt clip slot. No original belt clip received with insulin pump.

Event description:
It was reported that the customer was removing the belt clip and the drive support cap of the insulin pump popped off. The customer stated that she pushed the drive support cap back in. The customer's blood glucose was 85 mg/dl. Troubleshooting was done. Advised that a replacement belt clip would be sent. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.